Event description:
It was reported to philips that the host pc failed to boot on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc monoplane revised ii no hdd and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).